Event description:
A medtronic representative reported that, while in an axiem cranial tumor resection procedure, the surgeon alleged an inaccuracy. The patient had been successfully registered non-sterile, draped, opened and the surgeon started removing the electrodes. The surgeon began navigating and checking accuracy based on brain anatomy, and at this point deemed an inaccuracy of approximately 2 inches. The medtronic representative noted that the patient had undergone a previous procedure in (B)(6) 2013 to place the depth electrodes and an electrode grid. The surgeon was using the same magnetic resonance imaging (MRI) for navigation in this procedure that was used for the electrode placement procedure in (B)(6). The surgeon chose not to use, or merge, more recent exams that were available. The surgeon opted to complete the procedure without the use of the navigation system, stating there would be no adverse effect. There was no impact on patient outcome.

Manufacturer narrative:
As reported, the surgeon chose to use an older scan for navigation and chose not to use, or merge, the patient's recent scans for the surgery; changes to the patient's anatomy were not confirmed. Software investigation completed; unable to determine root cause with information available. No parts were returned to manufacturer for analysis.